Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a varipulse catheter and the patient experienced asystole that resulted in death. It was reported that after a successfully completed concomitant atrial fibrillation and left atrial appendage occlusion procedure, the patient passed away. As they removed the sheaths, were prepping to wake the patient, and transport the them, it was noted that the patient's blood pressure "was low." The patient coded after the procedure. The patient had an asystole. The patient "did not make it" from there (the patient died on (B)(6) 2026). The physician's opinion on the cause of death is unknown, but possible drug reaction. Ablation was finished as well as watchman when the blood pressure dropped. No evidence of steam pop.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4 UDI: as the catalog/model number was not provided, the (01) gtin is not available. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 25-may-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a varipulse catheter and the patient experienced asystole that resulted in death. On 29-may-2026, the lot number of the device was verified to be 31814568l. With the availability of the lot number, the brand name, catalog number, manufacture, expiration, full UDI and manufacture date information has been made available and populated in respective fields. Device evaluation details: the varipulse product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, contraction, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).